Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was having trouble at night. Caller said it was "like a flood", this started over the last 2 months. Caller said the problems started "suddenly". Caller said the patient never had a 100% relief but symptoms were a lot better. Caller said the patient fell and broke their hip in (B)(6) 2022. Patient had 3 surgeries on their hip and stimulation was turned off for each one. Caller said they usually have stimulation at 1.8 or 1.9 and the caller had to turn stimulation up to 4.5 before the patient felt anything which didn't help the patient's symptoms. Caller said in the last 2-3 years the had fallen about 100 times. Patient services reviewed option to change programs and recommend having device checked. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of the sudden need to turn stim up higher was undetermined. When asked what the most likely cause was the hcp stated the patient has worsened neurologically and their mental status and awareness all a portion of the problem. The steps taken to resolve the issue include the patient is going to have botox. The issue was not resolved but no further actions will be taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.